Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system w/ dual port, "the line at the junction of the pink dual port snapped off, spraying the patient and staff member with blood and fluid." Mucosal membrane exposure was not reported. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage at catheter junction with lot #7363954 regarding (B)(4). DHR review was performed on lot number 7363954; the lot number was built/packaged on nfa line 1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two non-related qns were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that during use of the bd nexiva closed IV catheter system w/ dual port, "the line at the junction of the pink dual port snapped off, spraying the patient and staff member with blood and fluid." Mucosal membrane exposure was not reported. There was no report of serious injury or medical intervention.